Event description:
It was reported that during a port placement procedure, the catheter was flushed, but allegedly not able to be aspirated. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic visual and functional evaluations were performed. Small splits were noted on the proximal portion of the distal catheter segment. Upon infusion, a leak from the proximal portion of the distal catheter segment was observed while water exited the distal end. Aspiration was attempted and was unsuccessful as water did not fully return to the attached in-house syringe. Therefore, the investigation is confirmed for the reported aspiration issue and identified fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.